Event description:
It was reported that insulin was leaking at the connector after the user connected the cartridge to the connector before seating the cartridge in the housing, and the user was instructed to insert the cartridge into the housing first and then lock it with the connector. Symptoms included hyperglycemia with a reported maximum blood glucose of 380 mg/dl and elevated readings outside of target for approximately 24 hours. Outcomes included use of backup therapy to correct hyperglycemia without ketone testing and without medical intervention. Investigation included customer interview and troubleshooting with user education on correct cartridge loading. Investigation of this case revealed user handling contributed to the leak at the connector and improper assembly sequence. It was concluded that user error led to insulin leakage and resultant hyperglycemia, and that proper loading resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.